Manufacturer narrative:
Correct product name only to i2000sr analyzer. Delete verbiage related to use error. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. In addition, the review of reagent lot 70006m800 did not identify an increase in complaint activity related to falsely depressed results. Accuracy testing was performed using an in-house retained reagent pack of lot 70006m800 and an internal set of panel samples. All specifications were met, indicating acceptable performance of the reagent lot. The architect ca 125 ii assay package insert contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. No systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports the following architect ca125 ii assay results generated on an architect i2000sr analyzer (units of measure are u/ml): sid (B)(6) ca125 initial reported result 6, amended result 17; sid (B)(6) ca125 initial reported result less than 1.0, amended result 13 ; sid (B)(6) ca125 initial reported result 2.0, amended result 12. The initial results are considered incorrect by the customer and were reported from the lab. The amended results were subsequently reported and considered correct. The customer observed general imprecision with this assay. Quality control samples were within specifications. Assay testing at this site is performed to monitor patients' response to therapy to epithelial ovarian cancer. There is no impact to patient management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. In addition, the review of reagent lot 70006m800 did not identify an increase in complaint activity related to falsely depressed results. Accuracy testing was performed using an in-house retained reagent pack of lot 70006m800 and an internal set of panel samples. All specifications were met, indicating acceptable performance of the reagent lot. The architect ca 125 ii assay package insert contains information to address the current customer issue. Based on the results of this evaluation and the information from the customer site, there is evidence to reasonably suggest a product malfunction occurred as the device failed to meet performance specifications or otherwise perform as intended at the customer site. Use error may have contributed to the issue as the customer failed to follow correct instrument maintenance procedures. No systemic issue or product deficiency was identified.